Event description:
Reportedly, the surgeon locked the device, confirming the click sound, and anastomosed the tissue. After that, testing then confirmed there was a leak from the anastomosis. The surgeon broke the device and released it from the tissue. The anastomosis was completed by manually suturing. No pt injury was reported.